Manufacturer narrative:
(B)(4). A contracted service agent evaluated the device and confirmed the reported issue. The therapy pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb assembly was evaluated by physio-control and the cause of the reported failure was determined to be a shorted diode, designator cr30. The diode was shorted from pins 5 to 9.

Event description:
The customer reported that the device was only delivering a abnormal shock. This is indicative of a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue. Physio-control has conducted a retrospective review of cr30 component failures, based upon a review of our interpretation of reportability as a result of thorough consideration of feedback from FDA. We have reached the conclusion that the failure of the cr30 diode is reportable, even though the reduced energy monophasic waveform that is delivered is clinically effective. As a result, all similar cr30 failures will be reported as MDR¿s.